Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was experiencing discomfort at the battery site (burning, ¿shocking¿). The rep reported that this didn't change in intensity or quantity whether the ins was turned on or off. The rep reported that they advised the patient to consult with their managing physician. The patient refused to go see a physician about this due to ¿not having funds¿ to do so. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the discomfort at the battery site, burning and shocking wasn¿t determined. No further complications were reported.